Manufacturer narrative:
H2: additional information was added to d10 software logs have been received. Analysis has not yet been initiated. H3 a representative went to the site to preform a system check out. It was noted that there were no parts replaced and the system preformed as intended. H6 10,213,67 are associated with system check out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Software analysis completed and it determined that there insufficient information to determine root cause of the reported behavior. Previous codes still applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: software part number 9735585 lot number: version: 3.1.2: no analysis was completed at the time of the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a shunt placement. It was reported that the stylet was placed in the contra lateral and was known to be showing in the ipsa lateral portion of the brain even though the trajectory noted that the site was ok to place the shunt. Patient was present. No delay known. Site was able to proceed with the case and this was noted to be found after the case was completed.